Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon was unable to control a monopolar curved scissors (mcs) or prograsp instrument on universal surgical manipulator (usm3). The technical service engineer (tse) viewed logs and did not note any errors. The customer moved the endoscope to usm3 and was able to control the endoscope. The tse observed the procedure was a dual console system and unable to point out reason for the issue. The customer stated the issue was currently resolved. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was able to continue with the case after a system power cycle. The issue did not recur. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.